Manufacturer narrative:
Evaluation anticipated but not yet begun.

Event description:
During preparation for use, the air detection sensor issued an air detection alarm, even though air was not present. A replacement air detection sensor was employed by the user. There was no adverse consequence to the patient as a result of this event.